Manufacturer narrative:
Title: clip on staple method reduces clinically relevant pancreatic fistula after distal pancreatectomy source: anticancer research 39: 6799-6806 (2019). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between 2014 and 2018, the effectiveness of a clip and staple technique in preventing post-operative pancreatic fistula in 61 patients undergoing distal pancreatectomy was evaluated. ¿clip on staple¿ technique was used in 23 patients, and the ¿non-clip¿ technique was used on 38 patients. The stapler was used on all the clip on staple patients and 14/38 of the non-clip patients. Complications included: bleeding/hemorrhage requiring blood transfusions, pancreatic fistula, intra-abdominal abscess, persistent drainage requiring endoscopic drainage.